Event description:
It was reported that a patient underwent an open incision hernia repair eight months ago and a 20 by 25 centimeter piece of mesh was implanted. The patient experienced a recurrent hernia and a second procedure on (B)(6) 2011 was performed to repair the hernia. During the second surgery to repair the hernia recurrence, the surgeon noted a five centimeter defect through the middle of the mesh, with the remainder incorporated well. A piece of the mesh was removed from the patient.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) recurrent hernia. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hernia recurrence five months after the initial repair procedure. During the hernia repair procedure on (B)(6) 2011, the surgeon left the mesh in place and then placed a piece of mesh on top (only). Currently, the patient's is in good condition.